Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise oversensing. Troubleshooting was performed and the noise was reproduced. Technical services (ts) reviewed the device data and discussed there have been three treated events due to noise oversensing. Potential causes were discussed as well as troubleshooting suggestions. Given the reproducible noise and the impossibility of reprogramming to a secondary vector, the physician is considering removing the s-ICD system. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to noise oversensing. Troubleshooting was performed and the noise was reproduced. Technical services (ts) reviewed the device data and discussed there have been three treated events due to noise oversensing. Potential causes were discussed as well as troubleshooting suggestions. Given the reproducible noise and the impossibility of reprogramming to a secondary vector, the physician is considering removing the s-ICD system, however, this has not yet been performed. The s-ICD system remains in service. No additional adverse patient effects were reported.